Manufacturer narrative:
Concomitant medical product: product ID 97755 serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). B3: date is estimated; month and year are valid. H3: analysis of the 97755 recharger (rtm) (serial number (B)(6)) found that there was a failure with the recharger and that a "no device found" message was seen and there was a recharger antenna failure; there was rms voltage at the h field probe. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was caller reported they have not been able to charge the implant for about a month and when they try to do a passive recharge mode they get all zero's. Caller stated that the "wire gets real hot on the donut". Caller stated they have tried resetting the controller a bunch of times and that has not resolve. Caller stated they went to the doctor yesterday and they checked the implant yesterday with the clinician tablet and told him that the implant was discharged and instructed them to call mdt. Agent did not ask about the circumstances that led to the reported issue. Agent asked caller if recharger gets "real hot" at the beginning of a charge session or after a while and caller stated after they have been trying a while. Agent walked caller through removing the battery pack and plugging controller into the ac power cord; confirmed controller powers on. Caller inserted the battery pack and confirmed no device found (16) as the implant is depleted. Caller confirmed no physical damage on recharger cord nor pins but state d that its "getting worn." Confirmed recharger paddle position as caller stated they have been using the device for several years so they know where it is supposed to go. Caller then connected recharger and confirmed no device found (16). Agent walked caller through passive recharge mode and caller stated they are getting 0-0-0. Caller then said that the cord was extremely hot already, after only a couple minutes in the passive recharge. The issue was not resolved. A new recharger was requested. No symptoms were reported.